Event description:
A surgeon reported that a patient received 2 units of op-1 putty in conjunction with 1 unit of calstrux as part of a lumbar fusion in 2006 and experienced a staph infection approximately 6 weeks after surgery. Treatment included a "washout" and antibiotics (not specified). Outcome of the event was not provided. The surgeon does not suspect the event was related to op-1 putty or calstrux. The event was deemed nonserious.